Event description:
Healthcare professional reported "capsular contracture baker grade IV" diagnosed via MRI. Later, healthcare professional reported "implant was folded from tightening of capsule" and "disfigured". This record is for the left side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.